Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient requested to return the ilet system after experiencing connectivity issues with a dexcom g6 cgm and an episode of hypoglycemia while using the system; the patient declined troubleshooting and continued using the device until return approval. Symptoms included hypoglycemia confirmed by a fingerstick glucose of 37 mg/dl, which resolved after ingestion of carbohydrates. Outcomes included self-treatment without third-party or medical assistance and no reported adverse effects. Investigation included case review and coordination with the healthcare provider and field team, along with education on the return process. Investigation of this case revealed that the event involved a reported cgm connectivity concern without alarms and a hypoglycemic event of unclear cause, with no device-level findings available due to the absence of troubleshooting prior to return. It was concluded that the cause was indeterminate.